Event description:
In 2008, a generator neurostim pulse ip was implanted. I was discharged in the same month. Then two months later, they had to operate again to replace a defective supply. After that, the unit does not take care of my pain. The manufacture had to bring an engineer to look at me and after hrs of severe pain while he tested, they determined that they would have to go into my spine again and replace the cable and place a longer cable to handle my pain. Now they tell me that I informed them of the wrong location of my pain. What am I to do. They have charged my mdi-care and the hospital cost. Plus the pain dr. Charged me for testing which the needles he placed in my back, one broke off and I had more pain than I ever had. Today I am back on hydrocodone with 650 mg acetaminophen. What can be done about this problem. Best regards.